Manufacturer narrative:
Device evaluation: the affected device has not yet returned for evaluation. A follow up report will be submitted when the evaluation has been completed.

Event description:
The user reported during a cardiac catheterization procedure that the guide catheter kinked during insertion and positioning within the vasculature. The patient's anatomy was tortuous and the kinking occurred with multiple catheters (5). The physician reported patient harm due to the additional procedure time, contrast, and x-ray exposure. However, a request to quantify the actual procedure time, additional contrast, and x-ray exposure was not provided by the physician. The physician switched (5) catheters and finished the procedure. No additional information was provided.

Manufacturer narrative:
No device is expected to be returned for investigation. Because the unit was not returned, the root cause could not be determined. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found. If the device is returned in the future this investigation will be reopened and a follow up submitted.